Event description:
During the vt procedure, it was noted that there was no ablation parameters/communications when the catheter was connected. The catheter was exchanged and the procedure was completed with no adverse patient health consequences.

Manufacturer narrative:
Fsca number: 3005334138-3/22/22-001-r. The returned device was inadvertently programmed during manufacturing, consistent with a loss in contact force functionality and with the reported event.

Manufacturer narrative:
The returned device was inadvertently programmed during manufacturing, consistent with a loss in contact force functionality and with the reported event.